Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during an adenoidectomy, the procise max insulation on the shaft was not symmetrical and that one side of the tip had a greater exposure of the return electrode.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: the wand tip may have come into contact with another metal object, mechanical displacement of tissue through applied force, using set points higher than the default settings or using the wand for an extended period of time. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an adenoidectomy, the procise max insulation on the shaft was not symmetrical and that one side of the tip had a greater exposure of the return electrode. The surgery was completed with a back-up wand without any delay. The patient was not harmed.